Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-41, lot# va0sjzb, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a fall in 2016 and the leads were affected so they had a complete system replacement. It was noted that they had recovered from the revision. No further patient complications are anticipated or expected as a result of this event.